Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported loose/intermittent connection and ultimately resulting in the reported leak; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection and the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - device returning status updated from unknown to no as the device has been retained by the hospital.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The indeflator was attempted to be used, however, a failure with the device valve was reported resulting in blood leakage. Three other indeflators from the same lot had the same issue of blood leakage. Another indeflator with a different lot was used to complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the complaint device is a copilot and the device could not maintain the attachment due to loose connection with an unknown device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional copilot devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The indeflator was attempted to be used, however, a failure with the device valve was reported resulting in blood leakage. Three other indeflators from the same lot had the same issue of blood leakage. Another indeflator with a different lot was used to complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.